Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit.the device was troubleshot and a defective 3-way valve on the patient side was found. The technician replaced the defective 3-way valve, cleaned the unit and performed functionality test a diagnostic test and started a test run. All tests were performed successfully.

Event description:
(B)(4). It was reported that the patient heater did not heat. The incident occurred on start up of the device so there were no patient involved. (B)(4).